Event description:
Sq (subcutaneous) remunity pharmacy fill pt via remunity pump. Per (B)(6) rph at (B)(6) hospital, the patient was admitted to the emergency room at 7:30pm today. The patient had some pump issues earlier today and believes that she was getting higher than her regular dose of remodulin. Patient had some vomiting, advised (B)(6) that the patient called at 1:30 pm (B)(6) 2026 to report that she had some issues paring the back up pump to the remote and during that process the patient had to input the dose, so most likely the patient entered the wrong dose. No further info, details or dates provided. Pt started remunity device in (B)(6) 2025. Was troubleshooting done? Unknown; did patient miss any doses or have an interruption in therapy due to pc? No; did patient experience an ae due to pc? Yes; is the malfunctioning device available for return, in case the manufacturer requests? Yes; is defective device being replaced? Unknown; is therapy life sustaining? Yes. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device codes: 2896, 1670. Ref report: mw5182367.